Event description:
The pt was experiencing pain and a "clicking" sound in their right knee. At the time of revision, all components were well fixed. Removed the components. The pt's knee had black deposits in the synovial and the skin of their lower leg. He found no signs of wear on the implants and asked that they be send to howmedica osteonics for analysis.